Event description:
A pt suffering from chronic polyposis underwent uneventful end to end ileorectal anastomosis with the car device. During the same operation, a repair to the spleen was also performed. The pt presented symptoms around day 5 post operation. Bleeding was detected in abdominal area, but not rectal (the spleen was suspected as a potential source of bleeding). The CT scan did not detect a leak. On day 8 post operation, the pt condition worsened, she was taken to operating room on day 9 post operation. During the exploratory operation, fluids and blood were suctioned and the ring was found dislodged in the rectum. The anastomosis was air-tested twice and passed (i.e. Negative leak test). When the surgeon mobilized the proximal bowel, it fell apart at the anastomosis site. Subsequently, there was need to redo the anastomosis (hand sewn).

Manufacturer narrative:
No corrective or remedial actons were taken due to the following: the ring was not returned to the MFR for evaluation. The production history files indicated that the device was released pursuant to the product specifications. Based on the available info including the CT scan which demonstrated no leak from the anastomosis site, and the bubble test that was performed twice and was negative as well (namely, with no evidence of anastomotic leakage), the separation of the anastomosis seems to be related to the handling of the newly performed anastomosis. Since these tests indicate no anastomotic malfunction, it seems that the bleeding was not related to the anastomosis, and, as also was indicated in the report, could be related to the spleen. The available info suggests that both the bleeding and the separation of the anastomosis were not related to the device.